Event description:
It was reported that during the procedure in the superficial femoral artery, deployment of the absolute pro ll stent was initiated; however, the stent only partially deployed by 1 cm and did not expand any further. An unsuccessful attempt was made to deploy the stent manually by opening up the stent system. The delivery system was pulled back and the distal portion of the stent separated at the tip of the sheath. A foxcross dilatation catheter was used to deploy the separated portion of the stent in the proximal superficial femoral artery. The remainder of the separated stent was removed from the anatomy successfully. A second absolute stent was deployed successfully at the intended site. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.